Event description:
Patient in or for a spinal lumbar fusion. Calcaneus bone chips were ground in the bone mill, once chips were placed into the patient's spine, md found some plastic fragments along with the bone chips. Md was able to retrieve 3 plastic pieces from the patient's body, but unclear if all plastic chips were retrieved. Unclear from what part of bone mill plastic pieces were from as we cannot open the bone mill.